Manufacturer narrative:
Corrected data: b3- "(B)(6) 2020" should be corrected to "(B)(6) 2020" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.5/+3.0/113 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn. Claim# (B)(4).